Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming no disposable. The alarm had been silenced, and the settings had been reviewed. The residual volume had displayed 11.6 ml, the rate had been 3.3 ml/hr, and the volume given had been 138.45 ml. Despite reviewing the settings, the pump had continued beeping. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer. The infusion had been restarted, but the no disposable alarm had returned. There was patient use during the event.

Manufacturer narrative:
Corrected : d3 - mfg establishment name and g1 - contact office establishment name.no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.